Event description:
On march 30, 2007 the lay user/reporter (patient's daughter) contacted lifescan alleging an error message on the patient's one touch ultra meter when a test strip with blood was inserted. The customer care advocate (cca) noted that the error message was an "error 2" issue and that the correct testing techniques were used. The cca discovered that expired test strips were being used, which possibly could have been the cause of "error 2" messages. The patient's daughter stated that she had to call the emergency services (ems) four days earlier around noon because the meter "did not work" and because the patient was unable to test her blood glucose. At the time of concern, the patient was reportedly "going into a coma" and was taken straight to the hospital. Her blood glucose was "51 mg/dl" on the ems's meter and she received IV glucose as treatment. The medical affairs specialist (mas) spoke with the patient directly and obtained the following information: the patient usually tests 4-5 times per day and had been intermittently getting error messages for the past 6-7 months. She takes lantus insulin and oral medications (type/dosage unknown). The patient described an incident that occurred 3 weeks ago when her husband found her in a diabetic coma in the middle of the night. The patient's blood glucose was tested and she got "200 something" on her meter and a "51 mg/dl" on the ems's meter, performed within minutes of each other. The patient was then rushed to the hospital. She was unable to recall what her meter reading was before going to bed on the night of the incident but recalled that she took her usual 30 units of lantus before going to bed. After going to the hospital, her lantus dosage has decreased from 30 to 25 units. It is unclear if both events were the same event or two different events. However, this complaint is being reported because the reporter alleges the patient was unable to test on her meter around the same time the patient reportedly went into a coma. In addition, the calculated difference of the reported meter and the ems's meter readings ("200 mg/dl something" vs. "51 mg/dl") exceeds the expected value of <=30% and/or 30mg/dl. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluateit/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.